Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had keypad issue. The customer's blood glucose was unknown. The customer stated that the insulin pump replacement time too long, causing all key failure, according to electrostatic treatment, cannot recover. The insulin pump will be returned for analysis.